Event description:
Failure of automatic defibrillator to recognize and fire for pt in v fib. Pt in code status. Defibrillator pads were attached and monitor charged. Defibrillator analyzed. Pt was not shocked enroute to hosp due to non-shockable rhythm. (*)